Manufacturer narrative:
Investigation evaluation: our laboratory evaluation of the product said to be involved confirmed the report. During evaluation of the device, a visual examination of the device was performed. When the device was being observed the device had several bends and kinks present. At the proximal side of the handle, the stylet which deploys the fiducials was bent to the side. When the handle was in the retracted position with the needle inside of the sheath there was a bend in the sheath at 4.7 cm from the distal end of the handle. A second bend was at the distal end of the sheath at 136 cm from the distal end of the handle. The handle was pushed in the advanced position and the needle was severely bent. When the needle was fully extended, the bend in the needle started at 0.5 cm from the sheath. Three fiducials were still present in the needle of the device. One of the fiducials was sticking out side the distal end of the needle 1 mm. A functional test was performed to deploy the fiducials. The proximal end of the stylet wire was unable to deploy the fiducials in the returned state, so the stylet wire was bent back to see if the fiducials would deploy. When the handle was in the advanced position and the needle was outside the distal end of the sheath, the fiducials would deploy. Once the fiducials were deployed, the needle would retract smoothly back into the device. A review of the device history record could not be conducted because the lot number was not provided. Investigation conclusion: a definitive cause for this observation could not be determined because the actual use conditions could not be duplicated in the laboratory setting. Due to a variety of clinical conditions such as patient anatomy, endoscope position or progression of disease state, we could not reproduce the actual conditions of product usage during our laboratory analysis. This limits our ability to conclusively determine a cause. The instructions for use states, "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use." "Device may not be used prior to training by manufacturer." The instructions for use states, "slowly introduce needle into accessory channel of endoscope and advance in short increments. Ensure needle is completely retracted and locked in place. Note: bends or kinks in needle caused by improper introduction may result in the inability to deploy fiducials." It is possible that if needle is against or inside a hard mass while the user applies force and manipulates the directional controls of the endoscope this could contribute to severe bending of the needle near the distal end. This contribute to advancement and/or retraction difficulties. The instructions for use cautions the user, "failure to attach device prior to needle adjustment or extension may result in damage to endoscope." Kinks in the needle can occur if the device experiences excessive pressure during product handling/preparation. Prior to distribution, all echotip ultra fiducial needles are subjected to a visual inspection to ensure device integrity. Corrective action: corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
During a fiducial placement procedure, the physician used a cook echotip ultra fiducial needle. With the endoscope retrograded into the duodenum, the physician attempted placement of fiducials. They would not deploy and the needle was bent.